Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The analyst noted that this lead is not an active fixation lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to fix the left ventricular (lv) lead on multiple target vessels. It was also reported the right ventricular (rv) lead spiral could not be unscrewed. Both lv and rv leads were attempted and not used. Different leads were used to complete the procedure. No patient complications have been reported as a result of this event.